Event description:
Reportable based on device analysis completed on 08apr2025. It was reported that a catheter leak occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the lesion. During the procedure, the catheter leaked water. The procedure was completed using another device of the same type. The patient condition following the procedure was stable. However, device analysis revealed that the imaging window was perforated.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. However, microscopic inspection revealed that the imaging window was perforated. Additionally, during the flush test, a leak was noted at the imaging window.